Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage was observed. Leak testing was performed according to the mentor procedure, and the result revealed two areas of missing material on the anterior view. Missing material (a) was measured approximately 0.3 cm x 0.3 cm, and missing material (b) was measured approximately 0.1 cm x 0.1 cm. Microscopic examination was performed in the edges of both missing material areas, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement devices. The devices are two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350, right serial #: (B)(6), left serial #: (B)(6) manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline breast implants on (B)(6) 2020.